Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
On 10may2021, cook became aware of an incident where during a type 1b endoleak was noted with the complaint device (rpn: zsle-20-74-zt lot: unknown). The issue was reported by a physician at sunshine coast university hospital in australia. No additional procedure or adverse effects were reported due to this occurrence. A review documentation including the complaint history, device history record (DHR), drawing, instructions for use (IFU), manufacturing instructions (mi), quality control, and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, post-implantation CT angiography imaging was provided to cook and submitted for expert image review. The implantation was likely years prior to the scan as a remote right to left fem-fem bypass and aneurysm sac glue embolization had been previously performed. The aneurysm sac maximal diameter was 84mm. Bilateral iliac artery aneurysmal dilation exceeded the iliac leg sealing stent diameter. The iliac artery dilation was not a continuation of the aaa but independently involved the distal cias. The cia expansion resulted in a failing right zsle seal zone. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the design history file (dhf) showed that this device is both safe and effective for its intended use. A review of the DHR was unable to be completed due to a lack of lot information from the user facility; however, it should be noted that zsle devices are distributed via one-device lots, giving no indication of nonconforming product. As there are adequate inspection activities established, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The product instructions for use (IFU), [t_zaaasz_rev4] ¿zenith® spiral-z aaa iliac leg with the z-trak¿ introduction system¿, provides the following information to the user related to the reported failure mode: "4 warnings and precautions: 4.1 general: additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing enlarging aneurysms, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture. 4.2 patient selection, treatment and follow-up: zenith spiral-z iliac artery distal fixation site greater than 10 mm in length and 7.5-20 mm in diameter (measured outer wall to outer wall) is required. These sizing measurements are critical to the performance of the endovascular repair. 4.4 device selection: strict adherence to the zenith spiral-z aaa iliac leg IFU sizing guide is strongly recommended when selecting the appropriate device size. Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression. 4.5 implant procedure: appropriate procedural imaging is required to successfully position the zenith spiral-z aaa iliac leg and assure accurate apposition to the vessel wal. Inaccurate placement and/or incomplete sealing of the zenith spiral-z aaa iliac leg within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the internal iliac arteries. 5 adverse events: 5.2 potential adverse events: adverse events that may occur and/or require intervention include, but are not limited to: endoleak. 8 patient counseling information: all patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. Specific follow-up guidelines are described in section 12, imaging guidelines and postoperative follow-up. 11 directions for use: 11.1 zenith spiral-z aaa iliac leg system. 11.1.7 molding balloon insertion. 7. Withdraw the molding balloon to the ipsilateral distal fixation site and expand. 9. Withdraw the molding balloon to the contralateral iliac leg/vessel distal fixation site and expand. Final angiogram: 1. Position angiographic catheter just above the level of the renal arteries. Perform angiography to verify that the renal arteries are patent and that there are no endoleaks. Verify patency of internal iliac arteries. 2. Confirm there are no endoleaks or kinks and verify position of proximal gold radiopaque markers. Remove the sheaths, wires and catheters. Note: if endoleaks or other problems are observed, refer to the suggested instructions for use for the zenith aaa endovascular graft ancillary components. 12 imaging guidelines and postoperative follow-up: 12.1 general: all patients should be advised that endovascular treatment requires lifelong, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive additional follow-up. Physicians should evaluate patients on an individual basis and prescribe follow-up relative to the needs and circumstances of each individual patient. The minimum requirement for patient follow-up (described in the instructions for use for the zenith aaa device that was used) should be maintained even in the absence of clinical symptoms (e.g., pain, numbness, weakness). Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the stent graft) should receive follow-up at more frequent intervals. 12.2 additional surveillance and treatment: additional surveillance and possible treatment is recommended for: aneurysms with type I endoleak.¿ based on the information provided, the expert image review, and the results of the investigation, a potential cause for this event has been attributed to the patient's condition. The image reviewer noted that "the cia aneurysmal dilation developed independent from the aaa"; seal zone loss and subsequent endotension/endoleak were secondary to unusually severe intrinsic arterial degeneration. In addition, it should be noted that endoleaks are a known inherent risk of using this device. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
Imaging review revealed a type 1b endoleak on a right contralaterally placed zenith flex with spiral-z technology aaa endovascular graft iliac leg. The patient had a previous fem-fem crossover and has experienced disease progression since. Other events regarding this patient have also been reported under patient identifier (B)(6).